Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra operatively during the placement of the leadless implantable pulse generator (ipg), the approach was difficult which resulted in bending of the recapture cone. When the device was placed, slight tether adjustments during flushing resulted in the device move away. Repositioning the catheter did not resolve it. The device was recaptured and when observed outside the body, the deformation of the capture cone on the delivery system was confirmed. Since the resistance in the tether could not be reproduced, the device was attempted to be placed but flushing was not possible. Therefore, the leadless ipg system was attempted not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: mc2avr1-delsys this is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra av] product ID [mc2avr1-delsys] (serial: (B)(6)). D9: yes, return date: 14-may-2025 h3: yes product event summary: the analyst noted the full delivery system was returned with the device intact in the device cup. The analysis indicated that there was a leak at the distal end of the tether lock housing of the delivery system. The articulation of the delivery system was out of plane. The delivery system tether was frayed. The delivery system inner shaft was mechanically kinked/bent. The delivery system tether lock housing leaks. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The delivery system was returned to the manufacturer, analyzed, and tested out of specification.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.